Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack; subsequently a leak was noted. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for piggyback delivery of an unspecified concentration of leucovorin. No specific programming parameters were provided. After an unspecified length of time after the delivery was started, it was reported that an unspecified volume of solution leaked. It was reported that after the cassette of the primary tubing set was removed from the pump, a crack was noted at an unspecified location below the clave secondary port. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.